Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the observed issue was determined to be due to a broken hlc battery strap on hlc battery bt1 and also due to a broken hlc tab from hlc battery bt3. This caused the voltage in bt1 to drop significantly which led to the device not having enough power to stay powered on. The customer was provided with a replacement device.

Event description:
The customer initially reported that their device was showing the attention and service wrench icons. After an evaluation of the device by physio-control, it was observed that the device did not have sufficient power to be able to charge and defibrillation energy. There was no report of any patient use associated with the reported issue.